Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch while charging. Reportedly, customer continued to use the pump for insulin therapy. Customer's blood glucose level was 118-119 mg/dl.